Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03504 and 2210968-2012-03505. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2012. The motor drive unit was stalling during the procedure and the handpiece was loud and was starting and stopping. The handpiece eventually stopped. The uterus was calcified. The procedure was completed with another like handpiece using the same motor drive unit with no adverse patient consequences.